Manufacturer narrative:
Results from the product history record indicate the product met release criteria. No other adverse reactions have been reported so far for this lot. No remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. No other adverse reactions have been reported so far for this lot. A 100% visual inspection of the syringes is performed after filling. No sample was returned for evaluation, therefore the condition of the product could not be verified. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that a patient experienced toxic anterior segment syndrome (tass) that lead to an uveitis one week after cataract surgery in the left eye (os). The surgery took place in a routine way and finished without incidents. The first day after surgery, the patient's exploration showed a clear cornea and anterior pole without inflammation signs. A week after surgery, there was lot of inflammation in the anterior and posterior pole, that prevented to watch details of the fundus of the eye. There was not hypopyon. After an intensive treatment with oral and topic corticosteroids, the patient's condition improved in two weeks. The treatment was then discontinued but one week later, the patient returned to have the same clinic symptoms. These symptoms improved again with additional treatment of topical and oral corticosteroids. The patient had also cataract surgery in the fellow eye with another viscoelastic and there were not postoperative complications. Additional information has been requested but not received to date.